Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched, which was reproduced. The messages were found to be caused by a failed lower link switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.